Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that the onetouch ultralink meter was not turning on when using two different test strip lots (3177092 and 3367623). The medical surveillance specialist (mss) spoke with the lay user/patient on (B)(4) 2013, and obtained the following information: the patient tests seven times a day and manages her diabetes with humulin r u500 insulin via insulin pump therapy. The patient alleged that the issue began on (B)(6), 2013. The patient confirmed and clarified that less than five minutes prior to the start of the reported power issue, the patient was experiencing shaking and blurry vision (symptoms she correlated with a low blood glucose). The patient does not recall what her blood glucose reading was (with the subject meter) prior to the onset of symptoms. The patient corrected and clarified she consumed food as self-treatment soon after and her symptoms abated approximately 10 minutes later. At the time of troubleshooting, the customer service representative verified the patient was not using the subject meter for the first time, there was no misuse of the lfs product, the patient was not using the subject meter for the first time, and the meter turned on manually with the power button. However, the alleged issue remains unresolved. Replacement meter was sent to the patient. There is no evidence that the product caused or contributed to a serious injury because the patient reportedly suffered symptoms prior to the alleged product issue. This complaint is being reported because the alleged product issue was not resolved during troubleshooting.